Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital for peritonitis in (B)(6) 2023. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with complaints of abdominal pain. Pd effluent cultures were obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin 1g daily (duration unknown). The cultures were positive for staphylococcus aureus. The patient was discharged home on (B)(6) 2023 and continued the antibiotic therapy. The cause of the peritonitis was not documented.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital for peritonitis in (B)(6) 2023. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with complaints of abdominal pain. Pd effluent cultures were obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin 1g daily (duration unknown). The cultures were positive for staphylococcus aureus. The patient was discharged home on (B)(6) 2023 and continued the antibiotic therapy. The cause of the peritonitis was not documented.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization; however, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. There is no reported cause of the peritonitis event, but it is likely there was a breach in aseptic technique based on the culture results of staphylococcus aureus. Staphylococcus aureus is a normal human flora of the skin. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.